Event description:
It was reported that the patient was treated for hypophysis adenom which has been removed through adenomectomy by a hypophyseal transsphenoidal approach. Cortoss was implanted. Individual who contacted stryker from (B)(6) is in need of clinical guidance regarding removal of cortoss (reason was not reported).

Manufacturer narrative:
Method: risk assessment; results: device history, device evaluation and complaint history review could not be performed as the device was not properly identified. The reporter was informed that; "this type of application is considered off-label and not recommended." The material is intended for use in the treatment of compression fractures of vertebral bodies and in orthopaedic procedures conclusion: the likely root cause of the reported event is off-label use.

Event description:
It was reported that the patient was treated for hypophysis adenom which has been removed through adenomectomy by a hypophyseal transsphenoidal approach. Cortoss was implanted. Individual who contacted stryker from (B)(6) is in need of clinical guidance regarding removal of cortoss (reason was not reported).